Manufacturer narrative:
Analysis results of electrical, mechanical and environmental tests performed indicate that the pacer exhibited normal characteristics.

Event description:
There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.